Event description:
During a sad case, a portion of the distal tip of an lps electrode broke off into the patient. The facility could not articulate if there was pt harm or not due tot his incident. Also it is not known if all the pieces were retrieved from the pt. If this is the case and the broken fragment has not been retrieved from the pt, it is possilbe that pt injury could potentially occur.

Event description:
Our affiliate is reporting that during a sad case, a portion of the distal tip of an lps electrode broke off into the patient. The facility could not articulate if there was patient harm or not due to this incident. Also, it is not known if all the pieces were retrieved from the patient. If this is the case and the broken fragment has not been retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event.